Manufacturer narrative:
(B)(4). The field service representative (fsr) replaced the suspect ccm. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) went out. As a result, an alternate device was employed. There was no delay. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) was able to duplicate and observed a blank display when powered on. The effects were repeatable with multiple boot up attempts. The issue was isolated to the backlight inverter board. When the backlight inverter board was replaced temporarily with a lab-use board, the screen illuminated as expected. There was no damage to the inverter board noted. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.